Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's device was removed and a new impulse generator and wire/electrode were placed. The patient was experiencing urinary incontinence as they have accidental loss of urine or urinary urgency/frequency. They have had bladder problems for 5+ years. They have to wear pads and uses 2-4 pads per day. The patient wets the bed at night. There are times they can't make it to the bathroom in time. The patient loses urine during coughing sneezing, running, or lifting, changing posture, standing, or walking. They lose urine continuously  such that they are constantly wet. They also experience sudden urgent needs without the ability to make it to the bathroom. The patient has pain in the pelvic area and the pain is relieved through bowel movement. Looking through records the patient's last revision was in march 2016. They had botox injection in the bladder in august 2019, 2017, and 2016. At the patient's last appointment the device from 2016 was still working. They were on program 6 and changed to program 2 at 3.3. At that time the patient was feeling stimulation. Now they are not feeling stimulation at all. Malfunctioning ins device (dead battery).the patient and their healthcare provider (hcp) had talked they were going to do an exchange of the device, but the patient had complaints with their vp shunt. They had to have it replaced twice. The patient was now dealing with urinary and fecal incontinence. Fecal incontinence is causing patient to avoid doing social events at the center where they live. They say it is ruining their life. They often get no warning at all and soil their clothing. Their urinary leakage is also very bad and bothersome but the fecal incontinence is much more embarrassing. They leak with urgency. It was also reported that patient had a fall, they fell stepping off the curb. They were evaluated by ER. The patient was a fall risk, poor balance. Watchman was discussed with the patient, but patient declines at this time. When patient was evaluated it was found that they were experiencing fecal incontinence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported to clarify the ins was malfunctioning, it was meant that the battery was no longer functioning and it was caused by normal battery depletion. The battery was depleted and the patient got a replacement and it was confirmed that the issue was resolved.